Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated potassium result on a patient while running on the alinity c processing module. The following data was provided (customer's normal range is 3.2 - 5.0 mmol/l): on (B)(6) 2020 sid (B)(6) = initial 6.8 mmol/l / repeat 4.9, 4.9 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, review of complaint activity, device history review and labeling review. Further troubleshooting of the issue indicated that when potassium, sodium (na) and chloride (cl) tests were ordered together, the smartwash feature did not trigger any additional cleanings prior to testing. However, when only the potassium test was ordered separately, then the smartwash was applied, and an extra acid wash is performed prior to testing. The issue occurred on scm01217 and appears to be related to the alinity ci series system software v3.1.2. A review of complaint activity identified no trends related to the complaint issue. A device history review determined that there was no issue identified. Labelling review addressed the issue adequately. Based on the investigation, there was no deficiency identified for the alinity ci-series system software v3.1.2.